Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and bia alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, and alcl is suspected device evaluation: analysis of the returned device identified crease fold, wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and red particles. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare provider reported right side capsular contracture baker grade IV, seroma, and alcl is suspected. Only partial alcl markers were provided. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported ¿had cd30 expression and was negative for alk,¿ ¿portion of the capsule that was still present and the tumor cells appeared to have escaped beyond the fibrous capsule and appeared to be infiltrating the adjacent fat stroma,¿ ¿suffered severe and permanent physical injuries,¿ ¿substantial pain¿ and "emotional distress, mental anguish.¿ patient representative also report "suffering," this event is not related to the device. Cd30+ and alk- have been confirmed. In (B)(6) 2019, patient presented to physician for ¿pain¿ and ¿deformity¿ in the right breast tissue. Physician determined the ¿right implant was encapsulated, and pathology revealed anaplastic alk-negative large cell lymphoma.¿ patient underwent a bilateral capsulectomy and explant removal on (B)(6) 2019. Since the device has been removed, patient has ¿undergone radiation to the right breast and under her arm.¿